Event description:
Boston scientific received information that the right atrial lead exhibited steadily rising impedance measurements on the daily measurements and an increase in threshold measurement of 4.5v at 2.0 ms and 5.0v at 1.0. Ms. The physician opted to surgically abandon the ra lead. A new lead was successfully implanted. No further measurements were provided and no additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that the right atrial lead exhibited steadily rising impedance measurements on the daily measurements and an increase in threshold measurement of 4.5v at 2.0 ms and 5.0v at 1.0. Ms. The physician opted to surgically abandon the ra lead. A new lead was successfully implanted. No further measurements were provided and no additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.